Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedances on all contacts of the left t12 drg lead. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced with a lead at l1. Post-operatively, stimulation therapy was restored.